Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced multiple high blood glucose. Their recent high blood glucose event began on (B)(6) 2017 with a high blood glucose of 500 mg/dl. They treated with 12 units from the insulin pump and an additional 12 units from manual injection. They had a blood glucose level of 400 mg/dl on (B)(6) 2017. Their current blood glucose level was over 400 mg/dl. They had changed their infusion set twice within the past 72 hours. They did not receive any no delivery alarms. The device will not be returned for analysis.